Manufacturer narrative:
The camera head was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited no image. There was no picture showing when the camera is plugged in. No further details were provided regarding the event. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of (DHR) device history records. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A probable cause of the reported issue likely due to the user's handling, an excessive external force was applied to the camera head, and the image was no longer displayed due to a charge coupled device unit or cable unit malfunction. As stated on the instructions for use and as a preventive measure: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Olympus will continue to monitor complaints for this device.